Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a sterile repeater pump tube set leaked. During use with an unspecified repeater pump, ".fluid has leaked from the tube into the pump where it should have been sealed". This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from august 24, 2020 - august 25, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.